Event description:
The initial reporter stated they received discrepant results for one patient sample tested with nh3l ammonia on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an ammonia value of 207 umol/l. A second sample collected from the patient resulted in an ammonia value of < 10 umol/l. The complained sample was then repeated twice, resulting in values of 19 umol/l and 17 umol/l. The ammonia reagent lot number was 612716. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause. Pressure, fluidic, and electrical checks were performed. The customer successfully ran controls. Precision studies were performed and were within specifications.

Manufacturer narrative:
The last calibration performed on 08-jun-2022 was ok and there were no alarms. Quality controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service visit.